Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose above 300 mg/dl while wearing the pod between 1 and 4 hours. The pod was leaking insulin from the infusion site, when removed the pod's cannula was found bent. No treatment was provided.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. The fluid path was tested for leaks. No leaks were found. High pulse widths and a drive stall resulted in the device generating an 0x40 "rotational sensor maximum open count exceeded" alarm. Inspection of the device found no damages or defects that would contribute to the high pulse widths and drive stall; the cause of the high pulse widths and drive stall could not be conclusively determined.